Event description:
It was reported that resistance was experienced during the fill process. A cartridge change was performed resolving the issue. Additionally, it was reported that multiple minimum fill notifications occurred after filling cartridges with 300 units of insulin. The customer¿s blood glucose level ranged from 74 mg/dl to 189 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.